Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the pump black box revealed multiple cs 006 alarms. The rewind, load and prime steps were performed successfully. A cs 006 alarm occurred during the duration test. Unrelated to the original complaint, the threads on the returned battery cap were found to be stripped and a test cap was used for the investigation. The pump case was cracked near the top right corner of the display. The pump was opened and there was moisture damage found inside the case on the battery canister. Additionally, when the pump was powered on, the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.